Manufacturer narrative:
On 11/12/2018, it was reported to mentor that the facility phone number is (B)(6), facility name is (B)(6). (B)(4).

Manufacturer narrative:
On 12/20/18, it was reported to mentor that the patient experienced left-side breast implant deflation which complicated with pain. The patient required implant removal. Pain is a known complication associated with breast implant rupture, pain also can be a cause of anxiety. Psychiatric disorder code has been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/6/2018, it was reported to mentor that the date of explantation was (B)(6) 2018. The patient felt sharp pain that caused anxiety to the patient. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate plus profile 350cc, serial number (B)(4), lot number 6926597, catalog number 3502350 (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with saline mentor smooth round moderate plus profile 350cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.